Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed, along with all of the electrical testing. Temperature was within specifications. A volumetric accuracy test was performed and the device failed. The volumetric accuracy test was repeated and passed. The cause was undetermined. The device was sent to service. Should additional relevant information become available, a follow-up report will be submitted